Event description:
The customer reported to olympus that the videoscope exhibited a poor image (pink mist). The issue was found during a therapeutic microscopic surgical procedure. The intended procedure was delayed for 5-minutes for the exchange. The procedure was completed using another similar device and there were no reports of delays or patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found non-reportable findings as follows: the bending section cover, the video connector, the switch 1, the light guide cover glass, the light guide connector, the angulation lever, the forceps evaluator, the right/left plate, the up/down plate, grip, the control unit, and the right/left lever, all had a scratch, the adhesive in the bending section cover had a chip, the bending angle in the up direction did not meet standard value due to the wear of the angle wire, the bending section could not be fixed firmly due to the wear of the forceps evaluator lever, the label on the video connector was peeled, the video connector case had a crack, and the switch 1 had discoloration. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/address name: tokyo metropolitan hospital organization tokyo metropolitan tama general medical center (documented here due to character limitation in respective field)

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit (ic) chip and capacitor, mounted on the electric circuit board had a defect. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual "chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.